Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence.

Event description:
The consumer stated the string pulled out of the tampons during removal, leaving the tampon inside. Upon manual removal, the tampon fell apart and left pieces inside of her body. This event occurred with two tampons. She sought medical assistance from her pcp. The doctor did not fine any pieces inside. The consumer stated everything is out and she is doing okay. No further medical assistance is scheduled. No further information is available at this time.